Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer. The analysis results of the device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws and one j shaped clip was released. During evaluation, the tip of the advancer was found to be broken; therefore, the clips would not fully advance into the jaws, resulting in two pear shaped clips. To avoid damaging the advancer component please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended but the orange indicator was not completely visible. It should be noted that the condition of the orange indicator wheel and the tip of the advancer are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic procedure the device was fired and would not release from the tissue. Another trocar was introduced with another device and the first device was forced open. There was no damage to the tissue. The case was completed with the second device. There was no additional consequence to the patient.